Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer was using the both moderate and tight gum cleaners and the brush ends came off while using it.